Event description:
It was reported to boston scientific corporation that a bib intragastric balloon system placement procedure was performed on (B)(6) 2025. On (B)(6) 2025, during the ongoing use of the balloon, the patient reported a different coloration in the urine. On (B)(6) 2025, the patient vomited the balloon. A new balloon was placed on (B)(6) 2025. There was no patient complications reported as a result of this event. It was reported methylene blue was mixed in the saline injected into the igb. However, the instructions for use (IFU) indicate that the igb is placed in the stomach and filled with sterile saline.

Manufacturer narrative:
Block h6 device code a1401 is being used to capture the reportable event of balloon deflated. Device code a010402 is being used to capture the reportable event of balloon migration.